Manufacturer narrative:
No technical alarms and no error log entries visible. Logged battery charge was 97%. Before this, the ventilation was running without any alarm or user interaction for 286 minutes (environmental condition logs only). Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported scrambled screen also added that a few days ago, this machine's screen suddenly appeared black and the ventilation stopped. The patient became cyanotic and was provided positive pressure ventilation via a bag mask valve. The patient was then transferred to another ventilator.